Manufacturer narrative:
Analysis has been provided for the avs15. Evaluation could not reproduce the reported malfunction of removal difficulty. However, it was noted that bearings were corroded. This finding may have contributed to the user¿s experience. It was also noted that the o-ring was worn, the color band has scratch, and the laser markings were faded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the CT scan procedure was performed because of the event. It was also reported that there was a 5-minute procedure delay to remove the bur.

Manufacturer narrative:
Additional analysis has been provided for the em200n. It was noted that the motor and collet bearings were worn. This finding may have contributed to the user¿s experience. Avs15 has been analyzed and evaluation could not reproduce the reported malfunction of removal difficulty. However, it was noted that bearings were corroded. This finding may have contributed to the user¿s experience. It was also noted that the o-ring was worn, the color band has scratch, and the laser markings were faded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report not confirmed for the em200n. Evaluation could not reproduce the reported malfunction of seized. It was also noted that the device was noisy and the markings were deteriorated. Report inconclusive for the avs15. The device has been returned and is still pending their evaluation results. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a c2-7 posterior fusion for dropped head syndrome, the tool which was connected to the em200n stopped working and was pulled out with pliers. The tool bur was not damaged and tool information was unknown. The CT scan result confirmed that there was a screw deviation in the spinal canal and it is possibly due to the misalignment of the drilled site. It was reported that the patient had no neurological symptoms and no health damage but was under observation at a rehabilitation facility for a while. It was also reported that re-operation is being considered to reinsert the deviated screw. Additional information provided that an avs15 was used during the event and it was noted that this device was noisy and the tool can't be removed.

Manufacturer narrative:
Correction in d1, d4, g4, and h8: upon further review it was found that this was incorrectly reported on product em200n (serial number: (B)(6)), motor stealth-midas stylus and should have been reported on pss unknown tool. This was further due to document (B)(4) complaint classification and FDA device codes incorrectly containing reportability guidance to report on products, midas electric motors: em200n and legend attachments: ad03. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.